Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pelvic female') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: two trailing coils were seen on this side. This was repeated on the opposite side, and approximately 5 trailing coils were seen on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: left sided pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.